Event description:
It was reported that the patient was going in to have his leads tunneled from the right side to the left side. During this process the leads became dislodged. The physician tried several attempts to reposition the leads and eventually began having difficulties inserting stylets in the leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that all conductors were distorted, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, all insulators has cosmetic environmental stress cracking breach, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. The analyst commented that the helix can not extend and retract due to distal conductor distortion within the connector. (B)(4): the full lead was returned, analyzed and no anomalies were found. Analyst commented that the original stylet was used to perform the test.